Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial glucose result was 8.1 mmol/l. The repeat result was 6.5 mmol/l. The sample was also sent to another lab. The sample was repeated three times on three different analyzers and the results were all around 6.0 mmol/l. The exact results were requested but not provided. The initial result was reported outside of the laboratory. The reagent lot number is 629487. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.